Event description:
The user facility reported that an employee experienced eye irritation and a "soap" smell when operating the system 1e. No medical treatment was sought or administered.

Manufacturer narrative:
A steris technician arrived on site to inspect the unit and noted the drain hose was routed into a standpipe that was connected to an open floor drain. The technician detected a smell emanating near the floor drain. The technician removed the floor drain grate, removed the floor drain diffuser and then ran a couple of processing cycles. He did not detect any further odor and placed the system 1e back into service. The employee stated that no further smell has been noted.